Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had an error message due to buttons being pressed during power-up. Analysis indicated that the epg would not turn on with the ¿on¿ button. The epg would turn on with the emergency button and then would turn off as normal. It was also indicated that the keypad was out of specification electrically. It was also indicated that the lower case, hanger assembly, two case screws and the underside of all knobs were contaminated. It was also indicated that the display wire¿s insulation were pinched but not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had an error message due to buttons being pressed during power-up. The epg was returned for service. There was no patient involvement.